Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in the operating room for an elective device change out, externalized conductors were observed via diagnostic imaging. Device change was ceased when they observed the externalization, at the patients request. No electrical anomalies were detected. It was later the lead was capped and replaced.